Manufacturer narrative:
(B)(4). At this time it is unknown if the device involved will be available for evaluation. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: discontinuous infusion on central line. At the time of the material change, the clinician removed everything including the valve without clamping/without plug, indicates cause of death. It was stated that at the moment, the hospital doesn't implicate the valve caresite to this incident. It would be a practice problem of the nurse. It should be noted that there is a translation issue, limited information was provided at this time. A request to obtain additional information has been made.

Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample and/or lot number. Without a batch number or sample to evaluate, the exact root cause of the discontinuous infusion, including the valve without clamping, cannot be determined at this time. In order to perform a thorough investigation, it is necessary that we receive all pertinent information associated with the product in question. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.